Event description:
Information was received indicating that during use of the cassette, both of the patient's pumps exhibited a "no disposable, clamp tubing" alarm. No adverse patient effects were reported. Per reporter no additional information is available.